Manufacturer narrative:
Conclusions: device failure during pre-test/pre-trial (failure to 'pop' in saline per dfu). Operational context contributed to event (dfu contraindicates use of device if pre-test/pre-use failure occurs). No conclusion (for current failure). The device has not been received by the MFR; therefore, a failure analysis is not available and the relationship between this device and the cause for this event is indeterminable. A review for similar complaints was conducted and found no similar complaints for the reported lot. Further, the february 2007, 15 month trend chart for the endoscopy gold probe product family was reviewed and indicated no adverse trends for the product family. Additionally, the number of complaints was below the limit which would require add'l action.

Event description:
In 2007, it was reported to bsc that during a colonoscopy, the customer "could not get [gold probe] to 'pop' inside of saline and it also would not cauterize inside of the pt." Pt gender and age are unk. The physician used bsc's resolution hemostasis clips to successfully complete the procedure. The pt's condition post procedure was reported as "fine".